Event description:
Event was reported by surgeon and not patient.

Event description:
It was reported patient underwent total hip arthroplasty on unknown date. Subsequently, patient alleges decreased bone density in the trochanteric area. It is unknown whether a revision procedure has occured. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Information provided is unclear. Brand name and device product code - unknown. Product identification and expiration date - unknown. Date implanted - unknown. PMA/510(k) number; manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.